Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button was sticking, had an intermittent response and required hard presses to elicit a response. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 12/27/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was peeling at the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons had intermittent response. There was no issue with sticking of the up arrow button. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The audio bolus button was noted to be torn, but responded normally on testing. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.